Event description:
It was reported that during photoselective vaporization of the prostate procedure after 200j of use the fiber stopped working and there is an apparent circumferential fracture at the fiber tip. The fiber metal and glass tips did not detach from the fiber. The surgery was completed with a new fiber with no consequence to the patient.